Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis of the implantable neurostimulator (B)(4) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his implant battery was dead. The patient stated the last couple of times he charged the implant it took a very long time and then he saw a doctor¿s face. The patient didn't remember the code on the screen. The patient was directed to their healthcare provider to determine if the implant was dead. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: evaluation determined that investigation is needed because it was reported that the battery was dead, it took a long time to charge and there was an error message. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the cause of the dead battery, long charge time and error message is unknown. Follow-up was done with the patient and the root cause was not found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2018. Premature battery depletion was reported. The patient reported the battery had been dead for a while because it would not stay charged. It was unknown if there were environmental factors associated or if diagnostics tests were performed. The health care provider (hcp) had the surgery scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient stated that they just quit charging the battery as it took so long. The patient did not remember how low they let it charge before attempting to charge. The patient never met with a rep to have it restarted. The device was replaced on (B)(6) 2018 with a new device. No further complications were reported or anticipated.